Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture, capsular contracture baker grade IV. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 490cc mentor memorygel breast implants experienced bilateral rupture, capsular contracture baker grade iii on the left side and baker grade IV on the right, shortness of breath, joint pain, chest pain, high blood pressure, blur vision, not able to concentrate, ringing in ears, cough and fever post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on 12/22/2020. Device evaluation summary: according to the information provided, the patient developed capsular contracture, experienced symptoms of generalized illness, and a rupture on the right breast implant. Additionally, it was reported that the implant was discarded. Upon visual evaluation of the image provided in the complaint, the device was observed to be ruptured.. Additionally in the photo scar tissue was noted. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).